Event description:
A malfunction alarm with code malf 9 was reported, but no notable events were identified prior to it. There was no adverse impact to the customer's blood glucose level. Technical support provided information and guidance to reset the pump, assisting the customer in successfully resolving the issue. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to contact support if the malfunction recurred.